Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedances in one of the coils. The coil was programmed out of the system. The rv lead remains in service. Initially, the procedure in which the implantable cardioverter defibrillator that was being replaced due to normal battery depletion had to be rescheduled but it has been completed at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.